Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-39 mg/dl. Cause was not known. Reportedly the customer went to the emergency room and subsequently admitted to the intensive care unit. Customer was treated with carbohydrates, sugar water and icing. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.